Event description:
The customer reported incorrect measurements with the system. A pt received the wrong intraocular lens because of an incorrect lens measurement. The surgeon stated that the root cause of the iol miscalculation was due to the fact that the system was set for immersion readings when the actual technique being used was the contact method. The surgeon does not fault the system and declined to complete the questionnaire. The surgeon may need to perform another surgery to replace the iol. However, no info has been received that this surgery has been scheduled.

Manufacturer narrative:
The company service and sales rep examined the system and found the system met all product specs. No other complaints were reported for this system. A service request trend review noted no adverse trending for the reported event. The root cause of the reported issue is user error: the technique used is clearly shown on the screen while the reading is being taken. Operators of the system are to be trained professionals with a good understanding of how the equipment operates. The operator's manual reviews the contact versus immersion technique and includes a warning that the correct technique must be selected. A technical services article sent to technical services globally reiterates the importance of selecting the correct technique. A copy of the pages cited in the operator's manual and the technical services article were sent to the affiliate for review. This report mailed in to FDA on: 04/17/2008.